Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was found that the atrial lead was dislodged. Repositioning operation was performed the same day and completed without problems. The lead remains implanted. Should additional information be received, this file will be updated.